Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The door cover was adjusted. A full imaging checkout was completed. The system passed all tests and was returned to service. No parts were replaced. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that imaging system door will not open. There was no patient present when this issue was identified. No additional information was provided.